Event description:
The customer reported having an urgent care visit due to high blood glucose of 416mg/dl, and her blood glucose was treated with manual injections. The customer stated being without her insulin pump for the last five days because she lost the battery cap during a battery change. Advised to contact her doctor for a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.